Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast reconstruction with two 500cc mentor memorygel breast implants, suffered right breast implant rupture and bilateral grade iii ptosis, post-operatively. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2020 with the following devices: (right) 700cc mentor memorygel breast implant catalog: 3507004bc lot: 7627674 sn: (B)(4) and (left) 700cc mentor memorygel breast implant catalog: 3507004bc lot: 7696134 sn: (B)(4). This medwatch form is for the left breast prosthesis.